Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry. Reported event of stent migration post procedure. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that the previously implanted advanix¿ biliary stent (date unknown) was noted to have migrated. According to the complainant, during an outpatient esophagogastroduodenoscopy (egd) procedure performed on an unspecified date, the stent was noted to have migrated and was not in place. Reportedly, there were no patient complication; the patient will be coming back and will be scheduled for a stent removal procedure (exact date unknown). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.